Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an open wound at the implant site resulting in exposure of the internal device. Subsequently on (B)(6) 2016 while patient was in the operating room for wound closure it was determined that the patient had an infection. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was hospitalized (date and duration not reported) during hospitalization the patient was administered intra venous antibiotics. Upon discharge the patient was prescribed oral antibiotics. Subsequently on (B)(6) 2016 the device was explanted. This report is filed july 29, 2016.